Event description:
The patient was revised because of dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Visual examination of the returned devices finds they are in very good condition relative to the amount of time in vivo (23 years). No unusual wear is found on femoral head that does not match the reported recurrent dislocations. The liner has damage to the lip. It is not known how much of th damage was from extraction. There are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. . Review of provided patient x-ray finds the acetabular component is seated too vertically and more open than is optimal per the surgical technique. Post-primary x-rays were not provided and initial placement cannot be commented upon. No other reports were found against the 564390 enduron liner lot code in a search of the complaints databases. Additionally, research using the as400 system indicates that several pieces from the reported lot have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. The search was not possible for the returned femoral head as part/lot information was not provided and is not visible. The investigation could not draw any conclusions with the information provided. Product problem has not been identified. Based on the inability to determine a root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.